Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system with a power pulse adapter kit attached to the spike line. A microscopic, tactile and visual examination of the effluent/supply line, shaft and tip was performed. Blood was present outside and inside the device (including the tip) and 150ml in the attached waste bag, when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed numerous kinks throughout the catheter shaft. The distal tip was stretched with a hole at the distal markerband created from a guidewire. The hypotube was broken off from the jetbody and sticking out of the distal window. Functional testing was completed with a test .035¿ guidewire, as the guidewire used in the procedure was not returned for analysis. The test guidewire was inserted into the tip but would not advance into the catheter due to the blood. The guidewire was inserted proximally but won¿t pass the damage to get to the tip. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported the catheter was stuck on the wire, the catheter tip broke with the wire through the infusion port. An angiojet solent omni catheter was being used in a cold leg treatment procedure of the superficial femoral artery (sfa). The catheter was used to infused tissue plasminogen activator (tpa) during power pulse mode and let sit for 30 minutes. The physician tried to remove the catheter in order to do an angiogram but was unable to remove the catheter over the wire. So the catheter and wire were removed together. It was noticed upon removal that the tip of the catheter had broke and the wire was through the infusion port of the catheter. The device was intact when removed from the patient. Another catheter was used to complete the procedure with very good results. There were no complication and the patient was fine.